Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Blood glucose (bg) ranged from 290 mg/dl to high on the blood glucose monitor with moderate ketones. Bg was addressed with a manual injection. During troubleshooting, a new cartridge was loaded and the pump performed as intended.